Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: the patient submitted voluntary report (B)(4) to the FDA regarding this event. The country of event is the united kingdom. The patient was implanted with unspecified mentor gel breast prostheses. The patient¿s address, email, and phone number were provided. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional information about the event: - the patient reported that she had extensive fibrosis in both of her breasts. Patient code ¿capsular contracture¿ has been added. Baker grade for the capsular contracture is currently unknown. - the patient underwent bilateral explantation in november 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unspecified mentor breast prostheses and suffered several unexplained systemic symptoms, including severe pain in her right breast. The patient reported that the pain is so debilitating that it affects her mental health and she struggles to do daily tasks. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.